Manufacturer narrative:
(B)(4). The field service engineer replaced the digs kv ma control unit part number (B)(4) the replacement solved the problem.

Event description:
The customer reports an error, the unit will not pick up exposure and the button will not turn on or off.